Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/15/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/18/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up arrow, down arrow and contrast keypad symbols were found to be worn off. The contrast and down arrow keypad button were intermittently responsive during testing and required excessive force in order to elicit a response. The contrast button has no effect on insulin delivery function. All of the other keypad buttons responded to button presses and had normal spring back. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the down arrow button was unresponsive for two months but then started working appropriately. The reporter stated that the buttons were pressed multiple times but with no success. The reporter confirmed that the keypad was intact and the buttons felt normal. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the down arrow button issue.